Event description:
The pt experienced withdrawal symptoms; specific symptoms not reported. The pump contained dilaudid. The pt had a seroma/cerebrospinal fluid (csf) leak. The pump alarmed due to an empty reservoir. Additional info received (B)(6) 2011 reported there was a confirmed catheter disconnection from the pump. The seroma was caused by the catheter "leaking." Revision surgery was completed. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).